Manufacturer narrative:
The investigation for the reported low pump flow has been completed. Placement signal increased and corresponding calculated flow dropped. Low pump flow was persistent after this event and lasted the rest of the case. The product was returned and biomaterial was found wrapped around the base of the impeller. The root cause of the low pump flow was determined to be ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella rp device for mechanical circulatory support. It was reported the pump experienced low pump flow, resulting in pump being explanted. The device was explanted, and the patient survived the procedure.